Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported the sensor was inserted in the arm. At the time of contact, no injury or medical intervention was reported. The device was not returned for evaluation. However, the receiver data log was provided by the patient. The data log was reviewed on (B)(6) 2015. The complaint of inaccurate cgm values was confirmed. A root cause cannot be determined. It was reported that the sensor was inserted in the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).